Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in armenia: "inaccurate delivery". "The drug used was- fluorouracil 100ml + saline 130-140ml. The estimated duration for such a volume of infusion is 46 - 48h, but the infusion taked a noticeably short time - 35-40h. These figures are very different from the permissible deviation of 10%."

Manufacturer narrative:
(B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report #(B)(4). Root cause analysis: sample/s evaluation: final control flow rate report of affected batch 21m25ge272 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between -2.16% and 3.36%. As neither complaint sample nor picture was received, further investigation is not possible. According to IFU, flow rate accuracy of the pump can vary at ± 15% deviation from nominal flow rate, so it is possible for the 5ml/hr pump to deliver the solution at flow rate of 4.25ml/hr to 5.75ml/hr. It means that it is possible for the pump filled with 270ml to be emptied between 46 to 64hours. There are some possibilities that can cause the sample empties faster than nominal time in actual application, such as one or combination factors of more than one as below: factor 1 temperature: the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 5 ml/hr to 5.9 ml/hr. Folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Factor 3 external pressure: external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Summary of root cause analysis: as neither complaint sample nor picture was received, further investigation is not possible. Therefore, this complaint is considered as not confirmed. Cause: cause could not be determined. As neither complaint sample nor picture was received, further investigation is not possible. As no sample and no meaningful picture was provided, proper investigation on malfunction could not be performed. Hence, the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 21m25ge272, there is no abnormality and no such defect detected at in process and at final control inspection.